Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was wondering if he could have a MRI with only a lead implanted. The patient had a device implanted in 2003 to help with bladder function. Only the leads were implanted; he never had a complete system. This was for a trial. About 3 months after implant the leads were removed because it wasn't working. The doctor could only get one of the leads out. The patient didn't even know it was in there until he had an xray. The patient believed he could feel the lead once in awhile. The patient was requesting compatibility guidelines for MRI.